Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). Regarding the report the patient had a thin layer of skin over the pump and the pocket was revised, the hcp reported there was "partial tearing of pump," the pump was loose within the pocket. The patient experienced pain and there was pump migration, along with the thinning of the skin. It was reported the patient was skinny and had a fall which may have dislodged the device. It was reported there was no pump malfunction. The pump was downsized. Regarding the report that the collet had completely come off the connector when the doctor was attempting to connect the device, the hcp stated the collet did not come off the connector.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was indicated the event was reported to the rep by the managing doctor. Regarding the report that there was a thin layer of skin over the pump, the rep clarified that there was no erosion. The pump had been discarded by the hospital, therefore, it would not be returned. Regarding the catheter revision, it was reported there were no problems with the catheter. The catheter was revised per the doctor's request. The explanted portion of the catheter had been discarded as well, therefore, it would not be returned. Regarding the report that the collet had completely come off the connector, it was clarified this occurred when the doctor was attempting to connect the device. It was unknown if this was caused by a problem with the device or if it was a user related issue. The collet had been discarded by the hospital, therefore, it would not be returned. It was indicated the information provided had been confirmed with the physician/account.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8784, lot/serial #: (B)(4), implanted: (B)(6) 2019, product type: catheter, ubd: 19-jul-2019, UDI #: (B)(4). Product ID: 8780, lot/serial #: (B)(4), implanted: (B)(6) 2013, product type: catheter, ubd: 10-sep-2014, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving 1000 mcg/ml of gablofen at 443 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported the patient's pocket site was revised on (B)(6) 2019. It was indicated the patient's skin was thin over the pump. The catheter was also revised at the pocket site at this time. Regarding any environmental/external/patient factors that may have led or contributed to the issue, it was indicated the patient did fall, but the exact date was unknown. The physician requested a 20 cc pump to replace the 40 cc pump when the pocket was revised. During the pocket revision, the physician requested a new piece of catheter at the pocket site. A new catheter segment was implanted. It was indicated the connector had a collet that completely came off so the physician requested another connector. Therefore, another catheter kit was opened and the collet was utilized. The issue was resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. Other medications being taken at the time of the event and patient medical history were not available.